Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a lesion at the lad with 90% stenosis but the stent dislodged. The physician removed the stent and used another stent to complete the surgery. No patient impact was reported. Evaluation summary: the distal tip was damaged indicating that it may have been stubbed during advancement. The device was returned with the distal shaft cut 9.4cm distal to the tip. The shaft was pinched immediately distal to the cut site. The stent was positioned on the balloon between the inner shaft markers. The first five proximal stent segments were deformed with numerous struts raised and overlapping. The remaining segments were intact. Please note that this product endeavor resolute is not approved in the us but is similar to us approved product resolute integrity.

Manufacturer narrative:
Evaluation results and conclusion: failure to deliver the stent and stent deformation. 90% stenosis. Deformation problem. (B)(4).